Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an open sores due to incorrect garment fit and the use of tape. The patient's niece reported trying medications, bandages and other essentials. The patient's niece reported that she was caring for the wounds daily due to patient being diabetic. It is unknown if the patient received medical intervention. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.